Manufacturer narrative:
The device was returned for analysis. The reported material deformation was able to be confirmed. The reported activation failure including expansion failures was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The majority of the time the resistance with a microcatheter is either because the stent delivery system (sds) is not coaxially aligned, meaning it¿s not inserted straight so it interacts with the microcatheter, or the shape of the anatomy can angle the microcatheter such that the sds bumps into it, causing resistance. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the microcatheter resulted in the reported/noted device damages (bent/stretched/folded over/crushed/mangled stent struts, stent implant dislodge distally, stretched/bunched inner and outer member, stretched guide wire exit notch, outer member pinhole) thus resulting in the reported activation failure (stent could not be deployed). The noted support skive and outer member bends and noted multiple bends and kinks on the hypotube likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the vertebral artery. A microcatheter was advanced and a 4.0x15mm xience sierra stent delivery system (sds) was advanced through it; however, the stent could not be deployed and the sds damaged the microcatheter. The sds and the microcatheter were removed and it was noted that the stent was flared. Additionally, it was noted that there was a tear in the microcatheter. The procedure was successfully completed with a new guide wire, unspecified drug-eluting stent, and guide micro catheter. There were no adverse patient effects and no clinically significant delay in the procedure.